Event description:
On (B)(6) 2010 homechoice peritoneal dialysis (pd) patient called for a check line alarm which was resolved over the phone. The patient stated he was in the hospital over the weekend for peritonitis. No additional information is available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the inform meter. Reference medwatch report with (B)(6) for the inform meter base.

Event description:
Caller states that the inform meter had burned upon connecting with the meter base, and had melted plastic on the housing and the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.